Event description:
(B)(4). It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient was referred for cardiac catheterization. Coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the 2nd diagonal with 95% stenosis and was 6 mm long with a reference vessel diameter of 2.5 mm. It was treated with direct placement of 2.50 mm x 8 mm ion us coa stent. Following post-dilatation the residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented due to chest pain and dyspnea which seems to worsen with exertion and was diagnosed as angina. The patient was referred for cardiac catheterization. Coronary angiography was performed and revealed 70-80% diffuse isr of the previously placed study stent located in the 2nd diagonal. It was treated with balloon angioplasty and placement of a 2.25 mm x 8 mm non bsc drug eluting stent with 0% residual stenosis. One day post procedure, the event was considered resolved without residual effects.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).